Event description:
According to the reporter: procedure: jejunostomie. Re-operation was needed after surgery in 2009. During the re-op at about 3 days later, incomplete staple line was noted. The patient had developed sepsis and was under additional care. The patient sex and current status has not been provided. Additional information has been requested but no new details has been received.